Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201 serial number: (B)(6) model description: tined lead unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, incontinence, fecal and implant pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator had been experiencing rectal spasms and hip pain. The patient also was not doing well with fecal incontinence. The patient had rectal prolapse, and it was noted that they might not notice benefits with the device. The patient was unsure if their urinary symptoms were better due to focusing on their fecal incontinence. The patient also experienced spasms when taking hot baths. The patient also had dumping syndrome. Their symptoms were not worse than prior to the device. The patient denied taking any medication. The patient turned off their device to assess. The patient stated that the hip pain and spasms completely resolved after turning off the stimulation. Their fecal incontinence had not yet improved. The patient later adjusted their programming and felt stimulation comfortably in their vaginal area. The patient noted that the hip pain stopped. There were no known device issues. The entire device was removed and replaced. The patient was doing well post-operation and the pain from their pocket side completely subsided.